Event description:
Hill-rom received a report from a hill-rom tech stating the head would self-run when it is plugged in. The bed was located in medsurg at the account.. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech support suggested isolating the pendant and then the side rails. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.